Manufacturer narrative:
H6 correction. Health effect - clinical code should be 2069 seroma rather than 2686 - fluid discharge. Health effect - impact code should be 4645 - prophylactic treatment rather than 4613 - minor injury/ illness / impairment. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the fluid at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-03589 and 1627487-2025-03588], there was fluid in the ipg site. The patient was administered oral antibiotics and surgical intervention was undertaken wherein the entire system was explanted to address the issue. The wound has healed.